Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime on (B)(6), 2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the cover patches are causing skin irritation in the lumbar area. The patient changes the patches every one to two days. The patient stated he would have to leave the electrodes and cover patches off for a few days. The skin causes bumps, similar to acne, it is only on his back, and there are no blisters. The patient stated he did go to his primary care physician and was prescribed steroid cream to use as needed. The patient has not used the cream yet, states the area is clean with water and soap, and alcohol after washing. The patient does not have sensitive skin nor does he have any allergies. The patient also stated the 72r electrodes do not stick to the skin, even using a drop of water does not help. The patient rotates the electrodes and the cover patches. 63b electrodes and cover patches were shipped to the patient per the patient's request. Zimvie customer service representative told the patient to change the electrodes daily and not to use the cover patches. The 72r electrodes are not expected to be returned.

Event description:
It was reported by the patient that the cover patches are causing skin irritation in the lumbar area. The patient changes the patches every one to two days. The patient stated he would have to leave the electrodes and cover patches off for a few days. The skin causes bumps, similar to acne, it is only on his back, and there are no blisters. The patient stated he did go to his primary care physician and was prescribed steroid cream to use as needed. The patient has not used the cream yet, states the area is clean with water and soap, and alcohol after washing. The patient does not have sensitive skin nor does he have any allergies. The patient also stated the 72r electrodes do not stick to the skin, even using a drop of water does not help. The patient rotates the electrodes and the cover patches. 63b electrodes and cover patches were shipped to the patient per the patient's request. Zimvie customer service representative told the patient to change the electrodes daily and not to use the cover patches. The 72r electrodes are not expected to be returned. The cover patches were not returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g6: report type. Additional information -h6: impact code, method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the product was not returned and the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.